Event description:
It was reported that the pump stopped due to the error message "err_5vtest". The failure occurred during treatment. The customer used the hand crank to manually turn the pump. No harm to any person was reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the pump stopped due to the error message "err_5vtest". The failure occurred during treatment. The customer used the hand crank to manually turn the pump. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-14. The motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failure was already investigated in a similar complaint by the getinge life cycle engineering on 2020-01-31 with the following outcome. The most probable root cause of the detected "error +5v test" could be determined to a faulty 5v power converter on the motor control board. The review of the non-conformities has been performed on 2023-08-23 for the period of 2021-07-29 to 2023-08-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-07-29. Based on the results the reported failure "error message "err_5vtest"" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.